Event description:
The customer reported that battery compartment a is not recognizing batteries. There is no reported patient involvement.

Event description:
The customer reported that battery compartment a is not recognizing batteries. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.